Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 03/08/2016. Medtronic investigation of returned suspect device finds that first power-on boots to application screen. No ram errors. The computer passed phd testing on 03/28/2016. Currently under analysis. On 03/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/11/2016 a medtronic representative, following-up at the site, replaced the computer and was able to successfully load patients via disc onto the navigation system without issue. The site discarded the patient discs that they were having the issues with, therefore, the medtronic representative was unable to load those specific discs. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site neuro coordinator that their navigation system became unresponsive while loading patient disc. The neuro coordinator opted to bring in a second navigation system, did a re-spin and re-started. Delay in therapy was less than one hour. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer analysis reported on the initial MDR was completed with no additional findings. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.